Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis as it was discarded at site. There for our investigation was limited. However, based the reported information the catheter was not prepared per the instructions for use (IFU). Per the IFU, flush the coil with saline through the female luer attached to the coil. Prior to use, flush the catheter lumen with heparinized saline by attaching a saline filled syringe to the catheter hub. Remove the appropriate steerable guidewire from its packaging and check for damage. Follow the manufacturer¿s instructions for preparing and using the guidewire. Inspect the catheter, taking care to not touch or manipulate the tip prior to use to verify that it is undamaged. Retain the packaging coil for storage of the catheter when it is not in use during the procedure. Carefully insert the guidewire into the hub of the micro catheter and advance the guidewire into the catheter lumen. Advance the guidewire/catheter assembly to the distal tip of the guiding catheter. Verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damage or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter. Handle the apollo¿ onyx¿ delivery micro catheter with care. Always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment. Do not reposition catheter after start of onyx¿ les injections as this could lead to unintended and undetectable detachment and/or proximal embolization. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an arteriovenous malformation (avm) case of the posterior communicating artery, the apollo catheter tip was inadvertently separated from catheter body when the guidewire was removed. This event was realized post uneventful procedure. No patient injury occurred. The devices were reported not to have been prepared per their instructions for use (IFU).